Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. Customer to replace the backlight inverter. Failure analysis of the returned part indicates: root cause: the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display.

Event description:
It was reported that the display on the ventilator was dim. There was no patient involvement.